Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that identified fluid loss and hole with broken fabric treads in the cylinder was the most probable cause of the device malfunction and device explant. Technical analysis: the cylinder, pump, and reservoir was returned for analysis to our post market quality assurance laboratory. Visual examination of the identified the pump kink resistant tubing (krt) was worn to the filament, no leaks were identified. The pump also had foreign human contaminants, the pump was not able to be functionally tested. Visual examination of the reservoir identified a fold in the reservoir shell, with no leak identified. The reservoir also had holes that are commonly seen with sharp instrument damage at the explant procedure. Visual examination of the cylinders identified a large hole in the outer tube as a result of wear at a fold in the cylinder bodies resulting in fluid loss. Cylinder 1 had broken fabric threads in the cylinder body. Both cylinders were not functionally tested due to the leak observed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: a review of manufacturing documentation was not performed as the serial/lot number for this component was not provided.

Event description:
The device was returned with no reported complaint on the device, however, the return of the device indicates the patient underwent a surgical procedure. During analysis, a device malfunction was identified.